Event description:
It was reported sensor not detecting PICC. It was reported on 09/05/2025, observation found during evaluation at bd service center: found the magnet lollipop to be unresponsive and would stay in the center of the screen/flip upside down.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of the sensor is not displaying ECG was confirmed. The sherlock sensor fails the magnet tracking functionality testing. The lollipop stays in the center of the display. The lollipop flips upside down. The reported issue root cause is an internal failure of the magnet tracking pcb.